Event description:
A malfunction occurred on a customer's pump, and the issue did not follow any notable events. The impact on the customer's blood glucose level was unknown as the customer declined to provide information on any potential exceedance. Technical support assisted the customer in resetting the pump, which resolved the issue, and advised continued use while instructing the customer to call back if the malfunction reappeared.